Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's mother stated that she was trying to change the infusion set and the up arrow would not respond. Customer's blood glucose reading was 194 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.